Event description:
Customer reported high blood glucose and no delivery alarms. The blood glucose reading was 306 mg/dl. Customer declined to troubleshoot for the no delivery alarm as it was a past issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.